Event description:
It was reported that the patient had a head injury, swelling, and subsequent surgery in (B)(6) 2015. The patient¿s device was turned off at the time of the injury/surgery and the patient was then using a catheter. In (B)(6) 2015, the patient had a loss of therapy and a stimulation issue after turning stimulation back on after injury/surgery. Programs were changed but reported no stimulation sensation. The patient felt stimulation when increasing settings, but later did not. Additional information received reported that the entire devices were involved in the event as there was an infection. No troubleshooting was attempted, but antibiotics were taken. The patient recovered without permanent impairment. See manufacture report #3004209178-2015-12187.

Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3093-28, lot# v151540, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v319832, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v151540, implanted: 2009 (B)(6); product type lead product ID 3093-28, lot# v319832, implanted: 2009 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported that the "right side" implantable neurostimulator (ins) was replaced due to the ins "not working correctly" as well as becoming dislodged and not staying in place. However, unclear as to which actual device was removed on (B)(6) 2015 due to conflicting information.